Event description:
Plans to rotoblate the proximal rca connecting the burr catheter to the advancer went smooth. The 1.5 rotoburr was loaded onto the rotowire, and the connection was checked two different times for secureness prior to platforming.unable to get enough rpm to properly platform 1.5 burr outside of the patient. The advancer tool knob was moving the burr back and forth properly. The rpm's did not increase and the physician recognized that the machine was on dynaglyde. It was then turned off. When it was turned back on it displayed 440k rpm at which time the operator immediately started turning down the dial. The physician came off the platform quickly, and the operator continued to dial down the rpm.the physician then returned to platforming at 38k rpm increasing to 160 rpm. At that time the scrub tech did not move the advancer knob back and forth. The rotoburr was then placed in the guide. It was then noted that the burr did not respond to any advancing or withdrawing of the advancer knob. The burr was taken out and noted that the burr catheter was broken away from the advancer.the burr was never placed in the patient. Similar report on this same issue (same patient) reported for same patient.